Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving fentanyl (600.0 mcg/ml at 188.55 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had swelling at both the pocket incision site and the spinal incision site. There was also intermittent leakage of clear fluid from the spinal incision months after the implant. There was clearly much more fluid volume than the 20 ml the pump holds. The previous refill had less than 1 ml discrepancy in volume observed vs expected. The patient experienced headaches. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study, visually inspected pump, catheter and spinal entry point for csf leaks without finding any were performed. Th csf was pushed through the catheter access port while the distal section of the catheter was clamped shut and only after a large amount of pressure did the sutureless connector start to leak. It was unknown if the issue was resolved. The pump and catheter were explanted on (B)(6) 2019 and were returned for analysis.